Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during follow up. The device is expected to be replaced, however, there is no scheduled date at this time. The crt-p remains in service. No adverse patient effects.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during follow up. The device is expected to be replaced, however, there is no scheduled date at this time. The crt-p remains in service. No adverse patient effects. The device was explanted and replaced. The device is not expected to return as the replacement procedure was performed without boston scientific representation and the device was not handed to a field representative. No additional adverse patient effects.